Event description:
The customer reported that the cutting wire snapped or broke during a therapeutic endoscopic retrograde cholangiopancreatography procedure involving an olympus single use preloaded sphincterotome v. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.